Event description:
Follow up information revealed that the patient tested positive for staphylococcus infection. The patient is currently on IV and oral antibiotics.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the lead site. The patient complained about pain above his lead site that progressively had been getting worse over a couple of weeks prior. The physician did a thoracic CT and it revealed a dark mass just north of the patient's current lead. The physician and radiologist had no explanation for the mass but decided to explant the system. During explant, nothing out of the ordinary was present at the lead entry site.